Event description:
It was reported that the subject device displayed an image with a watermark. The event occurred during service/maintenance. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the image had a black shadow on the right-hand side. Based on the results of the investigation. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.